Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/29/2013 with the following findings:.the black box recorded a cs 054-0000. Cs 054-0000 are consistent with sleep alarms that cause the screen to be blank. Powered up pump and display was fully functional. Visible corrosion in display. Leak test failed due to missing bolus button..see pi 1-5602684077 for bolus button. Audio alarm was functional. Unable to test audio level due to missing bolus button. Opened pump and removed from case. Corrosion on display..removed display. Corrosion on back side of display, flex cable, and pc board under display.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/29/2013 with the following findings: the complaint of the inactive basal program was not able to be duplicated. A review of the pump history showed no activity outside of normal use. The daily insulin delivery totals were correctly reflected in the user¿s programmed basal rates. The pump was exercised for 24 hours at a 1 unit per hour basal rate. The total daily dose was correctly recording in the pump history. The pump retained programmed basal rates after removing and reinserting the battery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter claimed the animas insulin pump has an inactive basal program. The basal rate was programmed for 1.175 units/hour; however, the basal rate currently read 0.0 unit/hour. The issue was not resolved with training as the animas representative could not determine why the active basal program was empty. This complaint is being reported as a malfunction due to the unexplained inactive basal program issue. There was no reported patient impact associated with this complaint. The pump was replaced and requested back for investigation.

Manufacturer narrative:
Correction: please disregard follow-up report #2 as it was submitted in error.